Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following a trial procedure the patient developed an epidural hematoma at the midline incision site. It was also noted that the patient had limited mobility in legs and was admitted to the hospital. The patient had a lead pull and the hematoma was removed. The physician did not believe that it was device or procedure related. The patient was doing well postoperatively.